Event description:
According to the reporter: pt developed infection post implant. Following the hospital came back and reported that the infection is not due to pelvic. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).